Event description:
It was reported that two 3fr catheters leaked at the hub. No report patient injury. This report addresses the first catheter.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the cause was determined to be related to use of the device. Two 3fr s/l per-q-cath piccs were returned for investigation. Evidence of use was observed on each sample. Sutures were tied through the suture holes, the stylet wires had been removed from the lumens, and the t-lock extension sets remained attached to the catheter hubs (note: the t-lock extension set should be disconnected from the luer adaptor and removed with the stylet). Use residue remained on the catheters. One catheter extended to the 30cm depth mark. One catheter extended to the 20cm depth mark. A semi-circumferential crease was observed in each 3 fr catheter at the distal end of the taper in the molded hub. One catheter exhibited a split along the crease and the adjacent surfaces of the split tubing were rough and granular. One catheter exhibited a hole at the terminus of the crease and the catheter material around the hole was concave. A tactual investigation revealed that the tubing was easily kinked across the creases. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. This type of damage can occur if the catheter is in a location that is vulnerable to bending, which can eventually cause the tubing to split with repeated flexing and kinking. No defects related to the manufacturing process were noted on the complaint sample. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that two 3fr catheters leaked at the hub. No report patient injury. This report addresses the first catheter.